Manufacturer narrative:
The replaced data acquisition (da) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech installed the suspect da pcba onto a known good test flow sensor assembly (fsa) and connected it to the test vent. The pil tech verified the correct values were displayed on the test vent screen when operating with the suspect da pcba at 10 cmh20 (pressure) and 10 slpm (volume) separately. The pil tech could not duplicate the previously alleged alarms (data acquisition printed circuit board assembly (pcba) adc failed (diagnostic code 1006), machine and proximal pressure sensors failed (diagnostic code 1007), pressure regulation high (diagnostic code 1009), device pressure sensor calibration data error (diagnostic code 1106), proximal sensor calibration data error (diagnostic code 1107), o2 supply pressure sensor calibration data error (diagnostic code 1110), barometer calibration data error (diagnostic code 1113), and data acquisition pcba adc is faulty (diagnostic code: 111c). Based on the investigation performed, the pil tech concluded that there was no problem found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a pressure regulation high alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer communicated that the issue occurred during a pre-use check. Following the alarm, the ventilator was swapped with another unit so that it could be collected for service. The investigation is ongoing.

Manufacturer narrative:
(Device) problem code grid was updated to more accurately reflect the device issue that led to the initially reported 1009 alarm. The authorized service provider (asp) inspected the device on 12feb2025 and observed the following error codes: data acquisition (da) printed circuit board assembly (pcba) analog to digital converter (adc) failed (diagnostic code 1006), machine and proximal pressure sensors failed (diagnostic code 1007), pressure regulation high (diagnostic code 1009), device pressure sensor calibration data error (diagnostic code 1106), proximal sensor calibration data error (diagnostic code 1107), o2 supply pressure sensor calibration data error (diagnostic code 1110), barometer calibration data error (diagnostic code 1113), and da pcba adc is faulty (diagnostic code: 111c). To resolve the alarms the asp replaced the da pcba and the power management (pm) pcba. Following the part replacement and resolution of the issue, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.